Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-87 device powered off without any error messages. The devices only works when connected to the power supply; however, it does not charge. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on with ac power but unable to power on using batteries. When powered on the device was able to obtain measurements and alarmed under alarm conditions. The keypad down arrow button and brightness button do not trigger when physically pressed. Internal inspection showed the keypad flex cable was loose and partially disconnected. Reconnecting the flex cable and fully latching the j4 connector restored keypad functionality. The 1a dc fuse on the system board is open circuited resulting in the battery not charging and the device being unable to power on via battery. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).